Event description:
Device malfunction: none. Symptoms/ae: left cillio retinal artery embolism. Time of symptoms/ae: seven days post procedure. It was reported that six days prior to an uneventful left internal carotid artery stenting (cas) procedure, the patient was seen by an ophthalmologist post bilateral cataract surgery and was diagnosed with cholesterol plaque in the cillio retinal artery of the left eye. Seven days post the cas, the patient experienced a black spot in the lower quadrant of the left eye visual field. The ophthalmologist diagnosed a left cillio retinal artery emboli. There was no treatment reported and the patient was instructed to notify the physician with any further changes in vision. Six weeks later, the patient was re-evaluated by the ophthalmologist. The black spot had improved, but was not resolved completely. Diagnosis was an embolus. The ophthalmologist could not determine if the embolus was related to the cholesterol plaque or blood from the stenting procedure. Although requested, there is no additional information available.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Review of the device lot history record did not reveal any non-conformities associated with this lot number. Retinal artery emboli is a known possible adverse event associated with carotid artery stenting procedures as listed in the device instructions for use. There was no reported device malfunction.